Event description:
The device received has been classified as an unreconciled blind unit. No further information.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # u5f65l. Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device that arrived with the end effector was severely damaged. The knife and driver were missing while the guide deck was severely damaged. The trocar was initially stuck but after clearing some plastic from the broken casing the trocar was freed. No attempts were made to fire the device due to the described condition. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.